Event description:
It was reported, during the implant procedure, high threshold with the lead was observed. Consequently, this lead was withdrawn and replaced with incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Primary analysis findings: no anomalies found, lead functionally normal.